Manufacturer narrative:
(B)(4).

Event description:
Customer reported during use, the cuff leaked eight days after the intubation. No patient harm reported. There is no additional information and no confirmation the replacement of the tube was required. Covidien is attempting to gather additional information related to the circumstances of this report.

Manufacturer narrative:
(B)(4). One sample was received for analysis and the reported issue was confirmed. The reported customer report is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action. Information has been added to the database and trends will continue to be monitored.